Event description:
A malfunction was reported. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided instructions to reset the pump, and the issue was resolved.